Event description:
Tech alleged bed exit system not working, no call is sent when bed exit system was tested. No injuries reported. Bed was out of service.

Manufacturer narrative:
Tech found a bad tape switch. He replaced bed exit tape switch to correct the problem.